Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013 and mesh was implanted. The patient report following the insertion of this strip, severe pain in the right groin with major difficulties in urinating. Abnormal position when urinating. As soon as the patient left the operating theatre and the catheter was removed, there was post-micturition residue. At the post-op appointment with the surgeon, he told the patient that this was normal and that it takes time to set up. Since that day, the patient has not been able to urinate normally and had to empty bladder by pressure but there was always urine left over, which has led to repeated urinary infections, culminating in chronic cystitis. For years the patient had pain, pressure in pelvis and bladder, contraction pains. About 3 years ago, the patient's condition deteriorated, with major difficulties in walking, pain during sexual intercourse, orgasms, etc. During sexual intercourse, orgasms were non-existent, and urine leaks and urgency reappeared. After various consultations with urologists, the patient was told that the sling was too tight and had to be cut. An urologist specializing in total removal removed it and put in place a fascia lata band. The patient is currently convalescing, but can feel the difference, no more tension in pelvis or bladder. With the surgeon's opinion, that the complaints were linked to this strip. No further information is available.